Event description:
The user facility reported that while housekeeping was cleaning a cmax table, the unit started smoking and flames came from the table. The flames were put out with a fire extinguisher. No injuries were reported or procedural delays/cancellations.

Manufacturer narrative:
A steris service technician has completed all repairs and confirmed the unit operational. The unit has been placed back into service at this time.

Manufacturer narrative:
A steris service technician inspected the unit and found no visible sealant on the table shrouds. He also found securing screws on the table base to be loose. Liquid residue inside the table base and on top of the power supply was observed and all wires connected to the power supply were melted. Fluid intrusion into the base of the table indicates that rtv sealant was not applied to the table after maintenance was performed. The table was installed on 11/21/2008 and is serviced and maintained by (B)(6) biomedical engineering. The table is not under warranty or a steris pm agreement. The steris service technician reviewed proper sealing procedures for the cmax surgical table with the customer and confirmed the customer's ownership of the maintenance manual which details proper sealing procedures. Steris has ordered the necessary repair parts for the table and has removed the table from service pending repairs.